Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced rib stimulation due to lead migration. As a result, the entire scs system was explanted in (B)(6) 2021 (exact date unknown). The patient was re-implanted on (B)(6) 2021. Post-operatively, stimulation therapy was restored.